Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the sheath, as the sheath was too small for the patient. The sheath was replaced. No patient complications have been reported as a result of this event.